Event description:
Upon receipt of product return, three catheters, two of which were previously reported under medical device report #2023988-2006-00054 and 2023988-2006-00055 were actually received. The third returned catheter from sub-assembly w051312 c11 was opened and reported to not zero calibrate, however, this device was not in contact with a patient.

Manufacturer narrative:
The returned 110-4hm camino catheter was found to meet all functional specifications. A review of the batch history record did not reveal any anomalies related to the reported incident. A complaint review was conducted and from 1/1/2003 to 11/30/2006, six (6) other related complaints were reported for a total of 13, 131 110-4hm catheters sold. This results in a failure percentage rate of 0.05%, which is well within the expected rate based on the quantity of product sold. Based on the reported information and the evaluation of the returned device, we are unable to verify the reported incident.